Manufacturer narrative:
Sections with additional information as of 03-sep-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detect. Test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Most likely underlying root cause: (B)(4): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 04-aug-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from meter to meter comparison of 80 mg/dl using truemetrix air meter and 143 mg/dl doctor's device (routine appointment). The customer does not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/23/2021 and open vial date is 06/2020. The meter memory was reviewed for previous test result history: result 1: 85 mg/dl date: (B)(6) time: 7:08 pm unknown; result 2: 101 mg/dl date: (B)(6) time: 1:10 pm unknown; result 3: 98 mg/dl date: (B)(6) time: 1:14 pm unknown; result 4: 90 mg/dl date: (B)(6) time: 3:00 pm unknown; result 5: 104 mg/dl date: (B)(6) time: 8:47 pm unknown.